Event description:
The user facility reported that the pt apparently had a heart attack shortly after the beginning of a routine dialysis treatment. The pt was unable to be resuscitated and died at the dialysis facility. It was reported that this event occurred during the third use of the dialyzer. On follow-up communication, the clinical administrator at the user facility stated that she felt the incident had nothing to do with the dialyzer.